Event description:
It was reported that a leak occurred on a homechoice (hc) cassette during use of automated peritoneal dialysis (apd) therapy. The hp was not connected to the set up when the leak was noticed. A technical service representative (tsr) assisted the hp with ending therapy, and removing the cassette. The hp indicated that both the membrane and the patient line of the cassette were wet, but the hp could not find any damage or abnormalities on the cassette. The tsr recommended that the hp use continuous ambulatory peritoneal dialysis (capd) to complete therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was discarded by the customer, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.